Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that a couple weeks ago they started to get a lot of discomfort and a painful feeling. The patient connected to the ins and got the message 'internal device battery is low. Contact your clinician.' The patient dismissed the message and decreased the amplitude until they no longer felt discomfort. As the week went on, the patient no longer felt stimulation. The patient mentioned that they used to feel stimulation when they sat or moved a certain way, but they were no longer feeling that. The patient connected to the ins again and increased the amplitude, but they felt a little bit of pain rather than feeling comfortable stimulation. The patient was also told that the ins battery would last 15-years, so they wondered why their ins battery was already low. Agent reviewed factors that affect ins battery longevity and redirected the patient to their healthcare provider to further address the issue.